Event description:
A report was received that prior to use the inner adapter for the double swivel elbow had come apart from the double swivel elbow body of the closed suction system. No patient injury or adverse event were reported. Ballard medical products has no first hand knowledge of the allegations, but is relaying information received from outside sources pursuant to federal regulations.